Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
The tip of screwdriver was damaged when pulling out once after inserting the screw. The broken parts of the drivers was not remain in the patients.

Manufacturer narrative:
The reported event that 2.0mm asnis micro, cannulated screwdriver, 2.0mm, ao coupling was alleged of issue (device deformed) could not be confirmed, since the device was returned for evaluation and was found to be broken and damaged. The screwdriver was received broken at the tip. In general, it looks quite used. The broken off pieces were also received. The edges of the remaining helix are slightly twisted and deformed. The breakage surface appears to be dull and the patterns are consistent with over-torqueing of the instrument. The screwdriver was most likely twisted under high loads and eventually broke. Since the inspection revealed signs of wear with a circular movement, it is evident that the breakage occurred while rotating the screwdriver. The device is considered multiple use, which means that it experiences a lot of usage, sterilization processes and transportation throughout the years, and all these procedures can definitely affect its integrity. If the device has not been used carefully and under appropriate cleaning conditions, it is quite possible that its integrity has been compromised, which is definitely a deviation from the specifications. The cleaning and sterilization guide (l24002000): clearly mentions that ¿stryker trauma & extremities typically does not specify the maximum number of uses appropriate for re-usable medical devices. The useful life of these devices depends on many factors including the method and duration of each use, and the handling between uses. Careful inspection and functional test of the device before use is the best method of determining the end of serviceable life for the medical device.¿ based on the investigation, the root cause was attributed to user-related issue. The breakage occurred due to over-torque. A review of the device history record for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If any further information is provided, the investigation report will be updated.

Event description:
The tip of screwdriver was damaged when pulling out once after inserting the screw. The broken parts of the drivers did not remain in the patient.